Manufacturer narrative:
Device evaluated by MFR: f/g, promus element plus, mr, ous 2.50x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube breaks; one at 236mm and the other at 249mm distal to distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and calcified left anterior descending (lad) artery. A 2.50x24mm promus element¿ plus stent was advanced to treat the lesion; however, during procedure, it was noted that the shaft broke. The device was completely removed from the patient's body and the procedure was completed with another promus element¿ plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous and calcified left anterior descending (lad) artery. A 2.50 x 24 mm promus element¿ plus stent was advanced to treat the lesion; however, during procedure, it was noted that the shaft broke. The device was completely removed from the patient's body and the procedure was completed with another promus element¿ plus stent. No patient complications were reported and the patient's status was stable.